Event description:
It was reported that the device¿s sleep/wake button was unresponsive until the user attempted to remove the protective case, after which the button functioned normally; the case was believed to have been impinging on the button and obstructing operation. Symptoms included temporary inability to actuate the sleep/wake control. Outcomes included restoration of normal device function following case adjustment, with no alerts, alarms, or clinical sequelae. Investigation included remote troubleshooting and user education regarding case removal and verification of button function. Investigation of this case revealed an external mechanical interference with the sleep/wake button caused by the device case, consistent with an obstruction of a user interface control rather than an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction influenced by an accessory interfering with normal control operation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.